Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced varied blood glucose level ranging from low blood glucose level reported as 75 mg/dl to as high as high blood glucose level 400 mg/dl. The customer stated that the low blood glucose level was treated with food and high blood glucose level with insulin pump. No information regarding the auto mode feature was reported. The customer declined to troubleshoot for the low and high blood glucose incident. The insulin pump will not be returned for analysis.